Manufacturer narrative:
This is one of eleven manufacturer reports being submitted for this article. Please reference related manufacturer report no: 2015691-2023- 10291, 2015691-2023- 10292, 2015691-2023-10293, 2015691-2023-10294, 2015691-2023-10295, 2015691-2023-10296, 2015691-2023-10297, 2015691-2023-10298, 2015691-2023-10299, 2015691-2023-10300. As the valve serial number was not provided, a device history record and lot history review were unable to be performed. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. As the event was unable to be confirmed, a complaint history review is not required. As no product was returned, no visual inspection, functional testing, or dimensional testing could be performed. No imagery was provided. Per the event details, the date of the event is unknown; however, the article was received for publication on the 28th of november 2021. The 'received for publication date' is being used as the occurrence date, therefore the revisions of IFU and training materials were referred to the occurrence date of (B)(6) 2021. The s3, commander ds and sapien 3 IFU was reviewed. It warns ''accelerated deterioration of the valve may occur in patients with an altered calcium metabolism.'' Additionally, ''valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician.'' No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event was unable to be confirmed as imagery/ medical report was not provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Structural valve deterioration (svd) is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Due to limited information available, a definitive root cause is unable to be determined at this time. Since no device problem was identified affecting distributed product, no pra is required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required.

Manufacturer narrative:
This is one of eleven manufacturer reports being submitted for this article. Please reference related manufacturer report no: 2015691-2023- 10291, 2015691-2023- 10292, 2015691-2023-10293, 2015691-2023-10294, 2015691-2023-10295, 2015691-2023-10296, 2015691-2023-10297, 2015691-2023-10298, 2015691-2023-10299, 2015691-2023-10300. The dates of the events are unknown; however, the article was accepted for publication on (B)(6) 2021. Therefore, the 'submission for publication date' was used as the occurrence date. Investigation is ongoing. Article reference: useini, dritan et al. ''Long-term outcomes after transfemoral-transcatheter aortic valve implantation in very old patients using the balloon-expandable bioprosthesis.'' Gerontology & geriatric medicine vol. 8 23337214211073246. 19 jan. 2022, doi:10.1177/23337214211073246 h3 other text : literature reported event, no indication of return.

Event description:
As reported by our affiliates in germany, through the review of the medical article: ''long-term follow up after transfemoral transcatheter aortic valve implantation in lower risk patients using the balloon-expandable bioprosthesis: gender-dependent outcomes'', corresponding author dr. Dritan useini from heart center bergmannsheil, multiple events were identified. Data of 103 consecutive patients with symptomatic severe aortic stenosis undergoing tf-tavi using the edwards sapien 3 were analyzed in a single-center study. The following events were identified: one degenerated valve was detected in a female, exhibiting high grade aortic stenosis and mild regurgitation requiring transfemoral reoperation, six years after initial implantation.